Event description:
After attaching the leventon dosi-fuser 250d2 (250 ml, 2 day) pump to the patient and releasing the clamp on the IV set for initiation of flow, the pump began to leak on to the patient's chest. The pump was detached from the patient, dried and visually checked by the nurse and physician in the clinic. The nurse reported seeing fluid leak directly from the thermal / flow regulator on the leventon dosi-fuser 250d2 IV line. The pump was placed in a (B)(6) chemotherapy bag and disposed of in a hazardous waste bucket. Diagnosis or reason for use: administer continuous infusion of fluorouracil over 46 hours.

Manufacturer narrative:
This event has been treated in leventon (B)(4) as an incident ((B)(4)). The client indicates that 1 unit of dosi-fuser was leaking. This unit was sent by the client and it was submitted to visual inspection. This showed a fissure at the capillary element (piece that sets the infusion flowrate). The batch record of the affected lot number was reviewed and no similar defect to the reported one was detected in the controls done during the manufacturing process or before the product release. Six units of the same lot number than the affected one kept in leventon (B)(4) were submitted to visual inspection. None of those units showed any kind of defects. It must be taken into account that the body of the capillary element is made of abs, which may deteriorate if placed on contact with organic solvents like alcohol, resulting in cracks or fissures in the material structure. This is known as environmental stress cracking, where an external factor causes a change in the material nature. In this case, we consider that the capillary was cleaned with a solvent before connecting the device to the patient, generating a deformation in the structure of the piece that resulted in a leakage.